Event description:
The child's parents reported that he no longer responds to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 01/15/1999. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.